Event description:
It was reported that patient indicated that he has an inflatable penile prosthesis (ipp) implanted and stated that it can be challenging to get air bubbles out of the ipp and that he had a previous one replaced after a few years because the cylinders did not go to their full potential.